Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore&#59397;excluder&#59393;aaa endoprostheses. After successful implantation of the trunk-ipsilateral leg component on the right side and a contralateral leg component on the left side, touch-up ballooning was performed using a pta balloon. Final angiography showed the occlusion of the right internal iliac artery. The physician determined to monitor the patient and concluded the procedure. It was reported that there was significant thrombus in the right common iliac artery. The physician reportedly believes that the thrombus was released from the arterial wall when touch-up ballooning was performed and clotted the right internal iliac artery.